Manufacturer narrative:
One device sample was received in used condition in a plastic bag. Four photos were also received and evaluated. Per visual inspection it was possible to detect the issue related to the reported event. The complaint was confirmed. Corrective actions are in process to address the root cause. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were dents in the circuit and a hole at the tip of the bag. There was no patient involvement, and no patient harm/adverse event reported.